Manufacturer narrative:
The synchroseal instrument was evaluated by the advanced failure analysis team and the initial findings were confirmed. The synchroseal instrument had one of the pivot pin washers missing. After removing the jaw cover, it was noted that the swaged end of the pivot pin looked normally swaged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument, and the failure analysis investigation found the instrument's pivot pin washer dislodged from its original position and not attached to the instrument. The missing piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, while using the synchroseal instrument, a fragment dropped from the tip of the instrument and fell off into the patient. The fragment was retrieved during the same procedure. The procedure was completed with a backup synchroseal instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in use for 1-2 hours prior to the issue. Another instrument was not being used to remove debris/tissue from the synchroseal when the breakage occurred, and it was unknown whether there was an instrument collision. The instrument was removed during the procedure, prior to the breakage, and the wrist was straightened. The cause of the breakage was unknown. The fragment was discarded. There was no additional impact to the patient.